Event description:
It was reported that a dexcom g7 continuous glucose monitor failed to pair with an ilet device despite correct code entry, multiple pairing attempts, device restart, and mode toggling between dexcom g6 and g7, after which the user was directed to dexcom support and advised to replace the sensor due to persistent pairing failure. Symptoms included a device communication malfunction without associated physiological symptoms. Outcomes included interruption to automated insulin dosing and the need for sensor replacement. Investigation included guided troubleshooting and referral to the cgm manufacturer for further technical support. Investigation of this case revealed repeated unsuccessful pairing with no sensor or transmitter alerts on the ilet. It was concluded that the event was consistent with a cgm-to-ilet communication failure isolated to the ilet pairing function with the g7, with user instructed to continue follow-up if issues persisted.